Event description:
It was reported by service report that the stretcher would not stay engaged in zoom. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Pcb box, zoom.